Manufacturer narrative:
(B)(4) the lariat suture delivery device was not returned for evaluation, but a device history review was obtained for lot number 02201255 . There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported that on (B)(6) 2021 a (B)(6) female patient with a prior history of bleeding underwent a heparinized lariat procedure for left atrial appendage management (laam). The first portion of the lariat procedure was completed and the lariat device was removed from the appendage. The patient¿s blood pressure dropped quickly and an effusion developed that was identified on transesophageal echocardiogram (tee). The patient¿s pressure was stabilized and the physician converted the procedure to an open sternotomy where it was determined that there was a perforation to the laa. The surgeon corrected the perforation with a suture. The patient was stable post op and discharged (B)(6) 2021, doing well. There was no reported device malfunction, and the adverse event was the result of a procedural complication.